Event description:
The technician reported the side rail will not latch. No patient injury reported.

Manufacturer narrative:
No further information available on the repair of the bed at this time. A follow up report will be sent once this information becomes available.